Event description:
It was reported that high impedance was observed during an office visit. There was no trauma or symptoms related to the impedance reported. The generator was turned off and the patient was referred for replacement surgery due to the high impedance. The patient later underwent surgery where the generator was replaced and the old lead was tested with the new generator however the high impedance did not resolve. Therefore the lead was then replaced as well. The explanted lead and generator has not been received to date.

Event description:
The explanted lead and generator were received and are currently undergoing product analysis.

Event description:
Analysis was completed on the received generator and lead. During testing the generator was placed in a simulated body temperature environment and the output was monitored for 24 hours. No variations were observed in the output signal of the generator. The generator was found to be performing to functional specification. The returned lead was found to have abrasions in the inner and outer tubing in various locations. Fractures were identified in the lead coils. Scanning electron microscopy was used and identified pitting at the fractures which indicates that stimulation was being supplied while the fracture was occurring.